Manufacturer narrative:
As per the cordis long sheath survey, respondent #5 noted that during the procedure, extravasation was noted, indicating bleeding. Swelling was observed, likely resulting from a hematoma at the vessel entry site. It appears that the tip of the sheath may have perforated outside the graft during the declot procedure. Additionally, a small hematoma was present at the access site. The event date is unknown. Additional event details were not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " bleeding, hematoma, and perforation" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. In addition, patient related events cannot be duplicated in the lab and therefore, due to the nature of the event, it cannot be evaluated without procedural films. However, vascular complications (perforation, hemorrhage, hematoma, etc) are listed as possible complications of use of a sheath and are listed in the instructions for use (IFU) as such. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As per the cordis long sheath survey, respondent #5 noted that during the procedure, extravasation was noted, indicating bleeding. Swelling was observed, likely resulting from a hematoma at the vessel entry site. It appears that the tip of the sheath may have perforated outside the graft during the declot procedure. Additionally, a small hematoma was present at the access site. The event date is unknown. The product is not available for analysis. Additional event details were not provided.